Event description:
During a cardiothoracic surgery, a surgical pencil was being used when it was noted that the device was missing some conduction coating. It was taken off the field and replaced. No one was injured.